Event description:
Healthcare professional reported rupture and capsular contracture, baker grade unknown related to left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, black particles in shell. The device was underweight. A microscopic analysis was performed which identified a broken shell with a sharp edge on the posterior side assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a broken shell with a sharp edge assessed as unidentified(tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV related to left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade unknown related to left side. The device has been explanted.